Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, one month post filter implantation, bard denali inferior vena cava filter was attempted for retrieval. The right internal jugular vein was accessed and with the placement of a pigtail catheter into the infra filter inferior vena cava, a co2 inferior vena cavogram was performed which demonstrated intra caval thrombus, included within the existed inferior vena cava filter and there was significant filling defect in the inferior vena cava, extended caudally to the level of the iliac vein confluence. Because of this the inferior vena cava filter was not removed and the retrieval attempt was unsuccessful. Around, three weeks later, through the right internal jugular vein approach, the bard denali inferior vena cava filter was removed. A venography was performed which demonstrated that there was a small amount of adherent, eccentric, non-occlusive thrombus was noted at the level of the inferior vena cava filter. The right internal jugular vein was accessed, and a wire was passed into the infra-filter inferior vena cava. Then left internal jugular venotomy was performed and a 12-french sheath was inserted immediately cranial to the inferior vena cava filter. Then a snare device was introduced, and the hook of the inferior vena cava filter was successfully captured and collapsed within the sheaths. The filter was then removed, and inspection of the denali filter confirmed that it was intact. Post removal study showed technically successful retrieval of the inferior vena cava filter. Therefore, the investigation is confirmed for retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. During the first retrieval attempt, there was significant filling defect in the inferior vena cava, extended caudally to the level of the iliac vein confluence. Because of this the inferior vena cava filter was not removed and the retrieval attempt was unsuccessful. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time, post filter deployment, it was alleged that the device was difficult to remove. The device was removed after an attempted but unsuccessful removal procedure. The current status of the patient is unknown.